Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Additional investigation is being conducted through (B)(4).

Event description:
The customer reported to baxter (B)(4), an issue with a blood administration set in which the tubing disconnected from the drip chamber during patient transfusion. There was no patient injury or medical intervention reported. A sample is available for evaluation. No additional information is available at the time of this report.